Event description:
It was reported that when the asymptomatic patient presented to the clinic for follow-up, far r-wave oversensing was observed on the stored egm. It was also noted that atrial pacing was intermittently blanking ventricular events, resulting in ventricular pacing. Reprogramming recommendations were made. The device remains implanted. No further information is available at this time.